Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, after opening the vasoview hemopro 2, it was observed that the wire on the jaw was bent. The device was not used on the patient. The hospital did not report any patient effects. The product is returning. The hospital suspects the device was damaged in transit.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).